Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect ¿ impact codes), h11. Corrected field: d1. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that the t.w. Power supply was interrupted during use. They replaced the cable to rule out external issues, but the problem persists. This indicates that the fault lies within the power supply itself. The issue happened before procedure. The medical staff controlled power supply before the surgery day. They recognized that power supply worked irregular. For this reason, they used for procedure another power supply. The only troubleshooting step taken was using another power supply. No patient involvement.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 01/28/2026. An investigation was conducted on 01/29/2026 . A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over three (03) repetitions using "max life test method. The device failed the transected tissue test. The device was only able to transect four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure " intermittent continuity" was not confirmed. Power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc. Low current output: 4.0 amps dc +/- 0.05 amps dc. High current output: 6.0 amps dc +/- 0.05 amps dc. The complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# (B)(4)) and the complaint lab's hemopro power supply test box. The test results were as follows: no load voltage output: 5.51 vdc (passed test). Low current output: 3.96 amps dc (passed test). High current output: 5.96 amps dc (passed test). The complaint vasoview hemopro power supply passed all three output tests. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Event site name exceeds character limitations: (cktch - operacni sal 2640 budova a3)

Event description:
The hospital reported that the t.w. Power supply was interrupted during use. They replaced the cable to rule out external issues, but the problem persists. This indicates that the fault lies within the power supply itself.